Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of a handling error and bacterial peritonitis with culture positive for an unspecified bacterium in a patient coincident with extraneal viaflex and physioneal, therapies for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced a handling error. In (B)(6) 2011, the patient experienced bacterial peritonitis due to a handling error. It was not reported if treatment was rendered, if the events of handling error or bacterial peritonitis with culture positive for an unspecified bacterium resolved, or if extraneal viaflex and physioneal therapies were ongoing. The physician did not provide a statement of causality.